Event description:
Spontaneous report. Pt reports malfunctioning freedom pump, we have not shipped a pump so unknown when pt started using this one. Pt has been on hizentra sq therapy for about 8 years (exact therapy start date unknown) and has been using current pump for over a year. Went through troubleshooting, sounds like pt is using good technique. Pt reports the pump made a clicking sound when engaged and ran fluid into pt very fast, as compared with normal speed of infusion. Sounds like the spring mechanism is broken. Pump being replaced. No evidence if interruption of therapy or missed dose. No make up dose supplied. No adverse event reported. Defective device available for return. Serial number unknown. Hizentra indications: selective deficiency of immunoglobulin g (igg) subclasses; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; other immunodeficiencies with predominantly antibody defects; nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.